Manufacturer narrative:
The overall positive call is a true positive call. The sample alleged falls in the lod range and no product problem was identified. Review of the growth curves revealed a suppressed target 1 curve while target 2 showed a normal low level amplification curve. The ic is also delayed which could be due to inhibition. There are no other abnormalities in the data. As target 2 is also called positive (late) indicates that this is a lod sample. This would explain why retests with different assays show a negative result (lod samples waver in results, especially with assays of varying sensitivity levels). The customer issue has been alleged on the cobas sars-cov-2 qualitative test for use on the cobas 5800/6800/8800 systems ce-ivd, catalog number 09448870190 and UDI (B)(4) which is not yet available in the us. The similar assay currently available in the us under emergency use authorization is the cobas sars-cov-2 test for use on the cobas 6800-8800 system (eua(B)(4), product code: qjr). The product catalog number for the test (480t) is 09343733190 and (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from germany alleged discrepant results for 1 patient sample when using the cobas sars-cov-2 test for use on the cobas 5800/6800/8800 systems. The alleged sample initially generated a positive for target 1 (sars-cov-2) and target 2 (pan-sarbecovirus). The sample was retested on the neumodx and starlet + seegene assays and generated negative results. No harm was alleged and the negative result was reported out. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.